Event description:
It was reported that this right ventricular (rv) dislodged during a cardiac open heart procedure after initial implant and presented high pacing thresholds. Subsequently, a revision procedure occurred. The rv lead was successfully repositioned and remains in service. No additional adverse effects were reported.